Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that her blood glucose was 488 mg/dl the customer experienced difficulty breathing and nausea as a result. The customer treated by bolusing and changing her infusion set and reservoir. Troubleshooting was initiated. The drive support cap appeared normal. There were no air bubbles in the infusion set or reservoir. The customer was able to prime with the current set as well. The customer declined to check her device settings. A high pressure test could not be performed due to lack of a tubing clamp as well. No products were returned and a tubing clamp was shipped to the customer.